Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Root cause: per the investigation of the control panel, there was no trouble found. The cables replaced are the clock signals going to the control panel. If these signals are lost, the control panel will shut down.

Event description:
Additional information was received and it was reported that the phenomenon had occurred during a transthoracic echocardiogram study. The system was rebooted to regain functionality and there was approximately 10 minutes delay in completing the study while the system was restarted. The intended study was completed with no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the brand name of the device (see section d1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
During the exam, the control panel stopped responding to input. A reboot was required to restart exam. The investigation is in process.